Event description:
It was reported that a caucasian female patient, involved in a clinical trials study, underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with multiple sclerosis and is currently being treated. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-07559 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Additional information about this event was made available on 08/11/2022 via postmarket study data, but was not transferred to our complaint handling database at that time. The patient suffered from a tightened left pocket and a cutaneous contour deformity associated with the left breast. As a result, the patient underwent a undisclosed surgical procedure to remedy the issue on an undisclosed date. Reason for device explant and/or reoperation: device migration, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4) in the initial, report submission due date, g3 date received by manufacturer, and b3 date of event should have been updated according to the postmarket study data.